Manufacturer narrative:
G4: 02feb2020. B4: (B)(6) 2020. The service support performed an evaluation and confirmed the reported problem. It was found that the position of the vibration proof ring was causing the noise. The service support then adjusted the position of the proof ring to resolve the issue. Performed overall check, run in and functional tests and no other anomalies were found after the repair. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02dec2019.

Event description:
The customer reported hearing noise from the unit. There was no patient involvement.